Event description:
It was reported from (B)(6) that the tip of the motor device was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was caused by failure to follow directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bent the tip of the device. The assignable root cause of the component damage was determined to be due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated that the date of event was unknown. However, during follow-up with the reporter, it was reported that the date of event was (B)(6) 2015. The previous report stated that the date of this report was (B)(6) 2015. However, during follow-up with the reporter, it was reported that that date of this report was (B)(6) 2015. Additional information: during subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during pre-surgery testing. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.